Event description:
After wire was pulled, PICC was trimmed. Thirty seconds after flush. Saline, 3ml chg, nasal versed and ketamine. Cough. Transient drop in o2 stats. Increase in heart rate. Level 9 in anxiety.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.